Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The cse than installed revision ak software. The ventilator passed electrical safety, calibrations, extended self-testing (est), and short self-tests (sst). Covidien ref.: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank bottom display. There was no report of pt involvement.